Manufacturer narrative:
Gao, f. (2015). Mechanical thrombectomy with the solitaire device in acute basilar artery occlusion. Chinese journal of stroke, 10(7), 543-549. Doi:10.3969/j.issn.1673-5765.2015.07.003 in regards to the patient in whom the physicians were unable to retrieve the solitaire after the procedure, the remainder of the solitaire was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. In regards to the six patients who experienced sich and one patient who experienced neurological deficit, the events occurred in the patients post-procedure and its cause could not be conclusively determined from the reported information. Based on the reported information, there does not appear to have been any defect of the solitaire devices during use. Mdrs related to this article: 2029214-2017-01191 2029214-2017-01192.

Event description:
Medtronic literature review found reports of solitaire remaining in patient, symptomatic intracranial hemorrhage (sich), and neurological deficit after solitaire thrombectomy. The purpose of this article was to evaluate the efficacy and safety of solitaire mechanical thrombectomy in revascularization of patients with acute basilar artery occlusion and to identify its predictive factors for clinical outcome. The authors reviewed 30 patients with acute ischemic stroke attribute to acute basilar artery occlusion treated with the solitaire. The mean age was 58.6 years. The article states that there was one instance in which the physicians were unable to retrieve the solitaire after the procedure. In addition, the article states that the following outcomes were observed: - six patients experienced symptomatic intracranial hemorrhage (sich) post-procedure. One of the patients had undergone IV thrombolysis before solitaire. Two patients possibly experienced sich due to use of the stent retriever - one patient experienced neurological deficit post-procedure